Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required data sync. A field service engineer (fse) reimaged the station to version 1.11, updated the wsus and network time protocol (ntp) settings, configured auto login for carefusion application, and changed the network speed to half duplex. Multiple data sync attempts were unsuccessful, so the issue was escalated to the technical support specialist (tss). The tss identified that the client secure sync server uniform resource locator (url) and port were blank and updated the configuration. The data sync service was restarted on both the server and the station, after which the device synced successfully. The device was rebooted, the application was launched correctly, and data sync was confirmed to be current and functioning as expected. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was unable to sync after being reimaged to es 1.11. The user was unable to access station and medication needed to be loaded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.